Manufacturer narrative:
Addendum to the initial report. Based on medical records, the patient was implanted with a bard/davol flat mesh on (B)(6) 2013 as was originally reported by the patient's attorney. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of the patient's medical records provided to davol by the patient's attorney: on (B)(6) 2013 - the patient underwent implant of a non-davol tot sling. On (B)(6) 2013 - the patient underwent explant of the non-davol tot sling and implant of a bard/davol flat mesh for recurrence of stress urinary incontinence. The patient's legal fact sheet alleges the patient suffered pain, dyspareunia, infection, recurrence and urinary incontinence.

Event description:
The following was reported to davol by the pt's atty: on (B)(6) 2013 - the pt was implanted with a bard/davol flat mesh device during an unspecified surgical procedure. On (B)(6) 2013 - the pt was implanted with a non-davol device during an unspecified surgical procedure. It is alleged that the pt suffered pain and disability.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's atty did not allege a specific device failure or pt injury and medical records have not been provided. We have contacted the initial reporter to request add'l info and to request return of the device for eval. A mfg related cause for the alleged event. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.